Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during procedure for a burn debridement procedure with versajet, the water came out at the back of a versajet ii exact 45dx14 mm, and no water was coming out from its end as intended, so it could not be used to cut. It was confirm that the device was correctly installed. As no problem was found, a second versajet ii exact 45dx14 mm was used, but it had the same issue. The procedure was performed, after significant delay, with a third s+n handpiece. It was conformed that patient was already anesthetized during the +30min delay.

Manufacturer narrative:
H6: the device was not returned for evaluation, therefore an assessment could not be performed. A documentation review was performed. Manufacturing records and processes. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination or product, event type and associated harms are anticipated, with no updates required. The probable cause remains unknown, factors may include an internal component failure. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.